Manufacturer narrative:
(B)(4).

Event description:
The pt experiencing a loss of therapeutic effect and could not feel stimulation following cancer removal surgery on her face. She was at home and will contact her physician. Additional info has been requested.